Event description:
It was reported that the bd needle 30x1/2 rb needle hub was cracked / damaged / deformed. The following information was provided by the initial reporter: material#: 305106, batch#: 4116510, 5091104, 4159365, 4116511, 4116509. Rcc received a complaint via phone. Product complaint: ref: (B)(4), lot: 4116510, 5091104, 4159305, 4116511. Issue: can draw in solution and attempting to expel air, the needle is blocked. There appears to be particles coming off the needle hub suspect that they maybe blocking the needle. Doe on (B)(6) 2025, unknown lot possibly other will provide when acknowledgement is sent. Samples: one sample-uncontaminated. Representative samples -20. Additional information provided: it is being reported as hubs breaking apart outpatient neurology in murfreesboro is having an intermittent issue with the hubs breaking apart with the following needle- wrapper information is provided as well on the photos with lot number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that the needle hubs were cracking. To support the investigation, twenty-five samples and three photographs were submitted for evaluation by the quality team. Twenty-four samples arrived in sealed blister packaging, while one sample was received without packaging. A visual inspection was conducted, revealing that the sample without packaging had a damaged needle hub. Two of the photographs provided confirmed this damage. The third photograph depicts a packaging blister top web. No other defects or imperfections were observed. Each sample was assembled with a syringe containing saline solution, and all expelled the solution with normal flow. The needle hub damage could occur if a jam occurs at the needle hub feeder. A device history record review was completed for material 305106, covering lots 4116510, 5091104, 4116511, 4159365, and 4116509. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections complied with specification requirements. Verification of the needle hub feeder confirmed that the settings were correct, and product flow was satisfactory. Based on the investigation and analysis of the returned sample, the reported symptom of a damaged needle hub has been confirmed.